Event description:
Customer called into customer service to report that the housing on her transformer (shell part) came apart and is detached from the cord. Mom said the outer part of the transformer came off and there are exposed wires, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at the time of this report. Therefore no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).